Event description:
Patient turned on call light and writer entered the room. Writer was providing care when he noticed that there was a puddle of blood on the floor under the IV pump on the patient's left side. Writer traced back IV lines and noticed that the dlic was back-flowing with blood onto the floor and that the bivalirudin IV tubing was broken. The IV tubing was broken between the luerlock and the IV channel, so no IV alarms were triggered. Cca was notified and at bedside. The IV tubing was saved and placed into a plastic bag and the blood was cleaned up appropriately.